Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula kinked event on 22-nov-2024. The event occurred within 3 hours of insertion, almost right away within 10 minutes and the insertion site was at abdomen. The patient resolved the event by replacing infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.